Event description:
The pt reported that he presented to the emergency room 4 days after implant. Hcp confirms visit to ER with possible spinal headache; treatment was not reported. The pt has experienced multiple symptoms since implant, including: nausea, vomiting, constipation, hypotonia, and weakness of legs affecting ambulation. The pt has a history of "digestive disorder" ,and hcp reports that was present with oral baclofen. The pt has continued to have similar symptoms to a greater or lesser degree since implant. Intrathecal baclofen dose was titrated from the initial dose of 100 mcg/day at implant to 39.25 mcg/day in 2006. The hcp reported that the pt has experienced "good benefit for lower extremity spasticity and dystonia"; also noting increased dystonia/spasticity with decreasing doses of baclofen. At the clinic visit on 12/12, the pump was refilled with normal saline as the pt was dissatisfied with the therapy and believes persistent nausea is related to intrathecal baclofen. The hcp hopes restart in the future, if pt desires.